Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, dizziness, headache, inflammatory response and cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, dizziness, headache, inflammatory response and cancer. Medical intervention was not specified. No additional information can be requested at this time. During the evaluation, manufacturers can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the findings and were most likely from an external source. The manufacturer was not able to confirm the complaint or address the symptoms specified. Manufacturer initiated therapy with the device and verified airflow, using a known good pil supplied power supply and power cord. During the investigation, the technician observed 0 errors logged. Manufacturer was unable to get care orchestrator information from the device. Black dust-like contamination on the ui panel. Black dust-like contamination on the bottom enclosure. Dust-like contamination in the air inlet of the blower box. Dust-like contamination on the blower box. Evaluation method code, evaluation result code component code grid and conclusion code have been updated.